Event description:
It was reported that the ventilator became damaged when attracted to an MRI scanner. There was no patient harm. (B)(4).

Event description:
Manufacturer ref.#: 270305.

Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported event. Fse found the ventilator positioned inside the marked boundary of the MRI field without the brakes applied the machine that led it to be attracted to MRI machine. Fse replaced the damaged locking mechanism, console plate and the expiratory valve coil and the ventilator passed all the functional and safety tests and returned to clinical use. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment.